Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : the complaint states: ¿notified by nursing team via phone depuy cement mixed incorrectly for primary knee replacement. Smart set ghv 40 grams fluid mixed with 40 gram cmw2 powder. Cmw2 fluid mixed ghv cement powder. According to the nurse mixed fine, cement went off at 10mins. Awaiting further information requested on the patient and the lot numbers or the cement used. Due to having to report this within 24hours I have submitted this without such information. I will update once received more detailed information.¿ the product details from the complaint description (cmw2 and smartset ghv) do not match the supplied product code (545050501 ¿ smartset gmv). It appears that the components from a medicated product (smartset ghv) have been mixed with those of an unmedicated product (depuy cmw2). There is no evidence to support the complaint description. Although the lot identification details have not been supplied, the products described would not have the same lot number. Ifus for the affected products contain statements to the effect that when mixing the powder and liquid components, the lot numbers must be the same. Depuy cmw cannot comment on the efficacy of product that has not been used in accordance with the IFU. The root cause for this event is user error. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. The number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. Device history lot ==> no lot identification details supplied. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Depuy cement mixed incorrectly for primary knee replacement. Smart set ghv 40 grams fluid mixed with 40 gram cmw2 powder. Cmw2 fluid mixed ghv cement powder.